Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving intrathecal baclofen (type, dose, concentration, and lot number not provided) via an implantable infusion pump. The patient's indication for use, medical history, or concomitant medications was not provided. The device was returned on (B)(6) 2015 (see manufacturer report number:3004209178-2015-22745). It was determined internally that the catheter was implanted after the use by date. On (B)(6) 2015 the company representative noted that the catheter implant date ((B)(6) 2015) and the catheter use by date ((B)(6) 2013) confirmation was not applicable. It was later reported on (B)(6) 2015, that the catheter implant date was actually (B)(6) 2015. However, the implant date was still after the use by date. Additional information that was missing was requested, regarding any patient symptoms experienced, the cause of the issue, and the distributer of the device. Should additional information become available, a follow-up will be submitted.